Event description:
The technician alleged the side rail will not latch. No patient impact.

Manufacturer narrative:
The technician found fluid on the side rail latch mechanism. The technician cleaned and lubricated the side rail latch mechanism to resolve the issue.